Manufacturer narrative:
(B)(4). Pt date of birth: it was reported that the patient was born in 1943. As the sample was not returned, a device analysis could not be completed. If additional relevant information is received, a supplemental medwatch will be submitted.

Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day. On an unreported date, the patient had not responded to the therapy treatment for peritonitis. The pd catheter was removed and the patient was transferred to hemodialysis 17 days after onset of peritonitis. The cause of the peritonitis was unknown. At the time of the report the patient had not recovered from peritonitis. No additional information is available.